Event description:
In 2005, the reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter was set to the incorrect unit of measurement (uom). The medical affairs specialist mailed a letter since the pt could not be reached 2 days later. The reporter mentioned that the meter had been set to mmol/l, instead of mg/dl. The pt was taken to the hosp; however, no other relevant info was provided. Therefore, there is insufficient info to suggest that the pt suffered a serious injury or received medical intervention due to the product (s). The customer svc agent verified that the uom was previously set correctly and the pt had not recently changed the uom in the meter settings. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt had not entered the meter settings. No products were replaced.